Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported during a routine check that the cs100 intra-aortic balloon pump (iabp) displayed maintenance required code #1. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs100 intra-aortic balloon pump (iabp) unit and replaced the front end board (0670-00-0568) and x2 transducer (0682-00-0076-01). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.